Event description:
Customer reported at night if the sensor does not detect a weak signal or lost sensor the insulin pump shuts off. Customer reported she was experiencing low blood glucose of 10 mg/dl, treated with juice, syrup, and glucagon jelly. Customer has been experiencing lows, but was unsure for how long, but stated the even occurred a day. The drive support cap was reported normal. Customer was admitted as an inpatient for medical treatment. Customer does not recall the time or date of admission. Customer then stated she was not admitted, but the paramedics were called to her residence. Customer was unsure why she went low. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.